Event description:
It was reported that sheath fluid under pressure sprayed, and waste was also leaking outside of instrument with a bd lsr ii 2 laser blue/red. The following information was provided by the initial reporter: it was reported that the instrument is leaking fluid. Leak questions leak (if yes explain)? 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? No. 3. What was the fluid that leaked? Waste. 4. What is the source of leak -- waste line or non-waste line? Waste. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? N/a. Software version? N/a list of parts shipped (include foc): n/a. RMA required? N/a. Was there a fluidic leak or spill? Leak. 1. Was the leak/spill contained within the instrument? Y. 2. Was the leak/spill in a customer accessible location? N. 3. What was the fluid that leaked/spilled? Sheath. 4. What is the source of leak/spill? (Waste or non-waste line) non waste. 5. Was the customer exposed to blood or bodily fluids? N. 6. Was there any physical harm to the customer as a result of the leak n. Additionally, the fse provided the following additional information: the spray was sheath but it was also leaking waste. There were two leaks. The waste leak was before the waste tank so it would not have been mixed with bleach.

Manufacturer narrative:
After further review MFR#2916837-2020-00215 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported that sheath fluid under pressure sprayed, and waste was also leaking outside of instrument with a bd lsr ii 2 laser blue/red. The following information was provided by the initial reporter: it was reported that the instrument is leaking fluid. Leak questions leak (if yes explain)? Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? N/a. Software version? N/a. List of parts shipped (include foc): n/a RMA required? N/a. Was there a fluidic leak or spill? Leak was the leak/spill contained within the instrument? Y. Was the leak/spill in a customer accessible location? N. What was the fluid that leaked/spilled? Sheath. What is the source of leak/spill? (Waste or non-waste line) non waste. Was the customer exposed to blood or bodily fluids? N. Was there any physical harm to the customer as a result of the leak? N. Additionally, the fse provided the following additional information: the spray was sheath but it was also leaking waste. There were two leaks. The waste leak was before the waste tank so it would not have been mixed with bleach.